Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5.5fr s/l groshong chronic catheter. The sample was received with a b braun 3ml slip-fit style syringe. Usage residues were observed throughout the sample. The sample was received assembled with a flushing connector and a non-bas (angiodynamics) over-sleeve. Plastic was wrapped around the tissue ingrowth sleeve. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed between the 8cm and 9cm depth markings. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split edges were inward curving, rounded and worn. The split surfaces exhibited granular textures. Following longitudinal bisection of the catheter in the vicinity of the split, microscopic inspection of the inside surface revealed extensive abrasion damage. The abrasions were longitudinally aligned and extended past the split in both the proximal and distal directions. The features observed on the inside surface of the catheter were typical of damage caused by the inlaid stylet during manipulation and/or removal. The stylet appeared to initiate the damage that resulted in the observed leak. The rounded split edges indicated that the split edges rubbed together, suggesting that the leak was not immediately detected. The product IFU indicates to flush the catheter prior to insertion and provides the following guidance when removing the stylet ¿gently withdraw stylet while firmly holding catheter. Do not permit catheter to be withdrawn from vessel while removing the stylet.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezf1164 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
The customer reported that two months after placement of the catheter, the patient had swelling near the catheter insertion site. After checking, they discovered there was a leak in the catheter. No patient injury reported.